Manufacturer narrative:
The product was not returned and no photos were provided, therefore, a complete investigation could not be completed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Without the returned product, the event is non-verifiable. A definitive root cause cannot be determined.

Event description:
It was reported that during a revision surgery, the tip of the driver broke while tightening a screw with a large diameter. The tip was retrieved from the patient and the case was completed using an alternate device. There were no reports of surgical delays or patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a revision surgery, the tip of the driver broke while tightening a screw with a large diameter. The tip was retrieved from the patient and the case was completed using an alternate device. There were no reports of surgical delays or patient harm.